Manufacturer narrative:
A4: patient weight requested. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Event summary: it was reported that a new bivad patient had been having voltage and power alarms on their right ventricular assist device (rvad). These alarms occurred regardless of whether the patient was connected to the mobile power unit (mpu) or batteries. A controller exchange was attempted for the rvad, in addition to cleaning the battery clip and battery terminals. The patients mpu illuminates green without a yellow wrench light. X-rays would be done to evaluate the integrity of the driveline in its entirety. Log files were sent for evaluation. The event log file for the rvad with (B)(6) captured persistent pulsatility index (pi) events all throughout the log file which shortened the data capture to just a couple hours of data. No voltage issues seen in this brief event log. It looked like the controller was exchanged recently on (B)(6) 2024 with no resolution of the voltage alarms. It was likely that the voltage alarms were associated with power coming into the controller and not voltage across the driveline/modular cable. The system controller on the rvad only contained ~ 1.5 hours of overall history as the pi events filled up the data. This brief time period did not contain any unusual power events in this case.

Manufacturer narrative:
Sections d4 and h4: serial number was inadvertently added to the initial report. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of abnormal voltage and power alarms on the exchanged controller could not be confirmed through this analysis. Multiple attempts were made to obtain the serial number of the exchanged controller, log files from the exchanged controller, and information regarding potential product return; however, no response was received. Review of the submitted log files from (B)(6) indicated that the controller exchange on the rvad side was performed sometime between 14aug2024 and 12sep2024. Available information indicated that in addition to the controller exchange, the contacts of the batteries/ battery clips were cleaned, and the patient was instructed to use their backup battery clips. Multiple attempts were made to obtain information regarding the cause of the alarms, but no response was received. To date, no products have returned to abbott under this event. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records could not be reviewed, as the serial number of the exchanged controller was not provided. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.